Manufacturer narrative:
Component code was updated.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a with serial number (B)(6). Meter b with serial number (B)(6). At 11:55 am, the result from meter a was 601 mg/dl with a data flag. At 11:57 am, the result from meter a was 316 mg/dl. At 11:58 am, the result from meter b was 299 mg/dl. At 12:13 pm, the laboratory result was 225 mg/dl.

Manufacturer narrative:
The customer performed qc on (B)(6) 2023 at 12:34 am. Qc levels 1 and 2 passed. The test strips have been requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.